Event description:
During product evaluation by a baxter service technician, an I-pump was found with a faulty mechanism assembly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty mechanism assembly. To correct the condition, the mechanism assembly was replaced. If any additional information is received, a follow up MDR will be sent.